Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. The keypad cover was peeling at the base. The contrast button responded intermittently. Removal of the button cover found contamination under the ¿up¿ and contrast button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored, there was tactile issue with the contrast button, and contamination was found under some of the button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.